Event description:
It is reported that a supracondlyar fracture occured and was treated with a intramedullary rod.

Manufacturer narrative:
Information was received via published literature. This report will be amended when our investigation is complete.